Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was intact with no evidence of physical damage. The keypad cover was removed and no defects were found to the button contacts. The pump was opened, revealing internal moisture corrosion, impacting the button responsiveness. Unrelated to the original complaint, investigation revealed that the audio bolus button was unresponsive.